Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Final analysis via visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received that the patient presented to clinic for follow up and the patient had no consequences throughout.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the right ventricle (rv) lead was dislodged. The rv lead was explanted and replaced with a new lead. No patient condition was reported.